Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited oversensing on the right atrial channel from right ventricular crosstalk. Technical services (ts) advised low amplitudes in combination with oversensing due to cross talk resulted in pacing delivered when not required. Ts provided reprogramming recommendations. Additional information from the field representative provided reprogramming was completed and resolved the issue. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited oversensing on the right atrial channel from right ventricular crosstalk. Technical services (ts) advised low amplitudes in combination with oversensing due to cross talk resulted in pacing delivered when not required. Ts provided reprogramming recommendations. This pacemaker remains in service. No adverse patient effects were reported.